Event description:
During a routine on-site preventative maintenance call, a laerdal svc technician found the unit failed the alarms test, not voicing the "disconnect charger" prompt when the charger connector was plugged into the unit.